Event description:
Pt underwent multi-vessel percutaneous coronary intervention with stenting of right coronary artery and left anterior descending artery. It was reported that during the procedure, a guidewire fractured in the left anterior descending artery. During the procedure, it was reported the pt was experiencing chest pain and the procedure was converted to a coronary artery bypass grafting x3 (three) with retrieval of the fractured wire.